Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the long time recharge time is common with the type of model the patient had. The patient's ins was replaced on (B)(6)2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and other upper quadrant sites. It was reported that when the patient recharges with stim on, she feels nerve pain down the arm. It only occurs while recharging with stim on. The patient gets good coverage of her pain. There have been no falls or trauma. The event date was provided as 2 months ago. No further complications were reported/anticipated. Additional information was reported that the cause of the nerve pain down the patient's arm was not determined. The patient also reported long recharge times with their ins. The patient is scheduled for an ins replacement on (B)(6) 2019. No further information was reported.